Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 19 oct 2020.

Event description:
The customer reported the touchscreen is not working. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchframe, keypad overlay, cable, (man-machine interface pcb) mmi board to touch screen, power status overlay, and cable, flex circuit to address the reported problem. The unit successfully passed the required performance verification test.